Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the customer experienced hyperglycemia. The customer¿s blood glucose level was 400 mg/dl to 500 mg/dl at the time of incident. The customer was assisted with troubleshooting. The customer was not treated for high blood glucose level. Customer was using insulin pump system within 48 hours of reported high blood glucose event. Customer stated that the drive support cap appears to be normal. The customer stated that insulin pump had motor error. Customer stated that the insulin pump was not exposed to high magnetic field. Customer was able to complete insulin pump rewind. The insulin pump will not be returned for analysis.